Event description:
The respiratory therapy manager reported: the newborn was placed on the ventilator on (B)(6) 2013. The patient was breathing spontaneously but had apnea periods (frequency and length unknown) that required tactile stimulation to maintain spontaneous breathing effort. The clinician reported on (B)(6) 2013 at approx. 0700 the patient had apnea episodes and the ventilator did not deliver mandatory breaths during the apnea. During the event the o2 saturation decreased into the 50s; pre-event it was 100%. The pt required stimulation to initiate spontaneous breathing again and the o2 saturation increased to pre-event levels. The patient was placed on another device and had no permanent harm. The device was plugged into a red ac power outlet. The leak rate is unknown, and ventilator settings as documented by the facility were fio2 21, respiratory rate 24, high inspiratory pressure alarm 20cmh2o, high minute volume alarm 2.0l, low minute volume alarm was set to off, apnea settings unk. Total respiratory rate was 60 breaths per minute. The manufacturers field service engineer was unable to duplicate the reported problem. The service engineer reported the ventilator passed all testing, including performance verification testing and extended self testing pre- and post-evaluation.